Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b. The root cause for the revision reported cannot be conclusively determined from the provided information. The revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, the reported disassembly could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner may factor into the cause for disassociation. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. The devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that this patient's left shoulder was revised approximately 3 years post initial operation. Surgeon indicated that patient¿s shoulder had become dislocated/unstable. Upon intraoperative visualization, humeral liner was found to be dissociated from humeral adapter tray. All implants were removed and replaced with corresponding implants associated with larger diameter (46 mm) glenosphere - e.g., the glenosphere, and the associated humeral liner. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitants: (B)(6) 320-02-42 - rs expanded glenosphere 42mm, +4mm offset (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-15-05 - eq rev locking screw the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.